Event description:
(B)(4). On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter displayed error 2.2 and error 4 messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on an unknown time on (B)(6) 2017. The patient manages her diabetes with a combination of medications including ¿cetirizine, lasic, insulin lantus 14¿ and denied making any change to her usual diabetes routine as a result of the alleged issue. She reported that 2 days after the alleged issue began she developed the symptoms of ¿sleepy.¿ the patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the subject meter was being used and the error message occurred after the sample application. The correct test strips were being used. However, the test strips the patient was using had expired and the patient was applying the sample to the test strip before inserting into the meter. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.